Event description:
It was reported that there was a malfunction during a case resulting in complete loss of mechanical ventilation. The patient was switched to manual ventalation. The unit was rebooted, and case resumed on mechanical ventilation. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block d4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi 53718.